Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing experienced air bubbles. The following information was provided by the initial reporter: air was noted from the tubing chamber to the IV pump (so assuming another leak).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing experienced air bubbles. The following information was provided by the initial reporter: air was noted from the tubing chamber to the IV pump (so assuming another leak).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.